Event description:
It was reported that a "heparin bolus" occurred due to "broken spring door platen." There was patient involvement with "minimal temporary harm." Although asked, no further information was provided. Per customer, their "biomedical engineering team members were able to identify and perform the necessary repairs." A copy of the medwatch report from FDA was received, which states, ¿upon receiving a critical action lab value regarding a ptt, registered nurse (rn) checked patient and found that an infusing heparin bag was empty, and the alaris pump had not alarmed air in line as would be expected with no medication in tubing. The nurse concluded that the patient had received 2 heparin boluses in the amount of 250cc heparin. The heparin drip was discontinued. Patient was evaluated by medical team, observed and later considered to have stabilized after labs normalized. Biomed retrieved pump, alaris brain shc97575 and alaris channel shc18726. Upon inspection of the channel, it was noticed that the spring platen door was not attached correctly which would allow the medication to freely flow as there was no stopping mechanism for the IV tubing. The pump brain was interrogated without issue. Biomed intends to replace the platen door. Furthermore, biomed added that "the platen door was broken when the pump was obtained from the unit at our 300p shop. What we've learned about this commonly repaired part is that the materials that are used to clean the pumps (sani-cloth and other types of wipes) are a contributing factor and that this part is replaced pretty frequently. Even after the recall from bd in which they supplied newer doors, we still find ourselves replacing this part pretty often. I feel confident in saying that the door that was replaced was one of the newer doors, so it wasn't associated to the recall since looking at the history of the pump we had no door replacements ever since then.¿

Manufacturer narrative:
Additional information: age at time of event, age unit, date of birth, sex, event attributed to, report source. Correction: adverse type, date of event, describe event or problem, concomitant med prod data, FDA notified?, report source other, type of reportable events.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a "heparin bolus" occurred due to "broken spring door platen." There was patient involvement with "minimal temporary harm." Although asked, no further information was provided.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause for the reported issue of an free flow - heparin was not determined because no products or device logs were returned. The reported issue that there was an free flow - heparin could not be confirmed; no products or device logs were returned for investigation.

Event description:
It was reported that a "heparin bolus" occurred due to "broken spring door platen." There was patient involvement with "minimal temporary harm." Although asked, no further information was provided. Per customer, their "biomedical engineering team members were able to identify and perform the necessary repairs." A copy of the medwatch report from FDA was received, which states, ¿upon receiving a critical action lab value regarding a ptt, registered nurse (rn) checked patient and found that an infusing heparin bag was empty, and the alaris pump had not alarmed air in line as would be expected with no medication in tubing. The nurse concluded that the patient had received 2 heparin boluses in the amount of 250cc heparin. The heparin drip was discontinued. Patient was evaluated by medical team, observed and later considered to have stabilized after labs normalized. Biomed retrieved pump, alaris brain (B)(6) and alaris channel (B)(6). Upon inspection of the channel, it was noticed that the spring platen door was not attached correctly which would allow the medication to freely flow as there was no stopping mechanism for the IV tubing. The pump brain was interrogated without issue. Biomed intends to replace the platen door. Furthermore, biomed added that "the platen door was broken when the pump was obtained from the unit at our 300p shop. What we've learned about this commonly repaired part is that the materials that are used to clean the pumps (sani-cloth and other types of wipes) are a contributing factor and that this part is replaced pretty frequently. Even after the recall from bd in which they supplied newer doors, we still find ourselves replacing this part pretty often. I feel confident in saying that the door that was replaced was one of the newer doors, so it wasn't associated to the recall since looking at the history of the pump we had no door replacements ever since then.¿